Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/09/2019. Additional information was requested and the following was obtained: a total of 4 sutures had issues, where 2 of the 4 sutures broke during the procedure and 2 of the 4 sutures broke from the swage when removing from the package.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clarify how many sutures broke? 4 sutures broke how many sutures separated from the needle when removing from the package? 2 broke from swage confirm that all sutures reported were from lot lc8048? All were from the same lot and box attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide further clarification: were there a total of 4 sutures that had issues, where 2 of the 4 sutures broke during the procedure and 2 of the 4 sutures broke from the swage when removing from the package? Or were there a total of 6 sutures that had issues, where 4 of the 6 sutures broke during the procedure and 2 of the 6 sutures broke from the swage when removing from the package?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture kept breaking while stitching. There were no adverse patient consequences reported. Additional information has been requested.